Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the occurrence of thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was given 12000 units of anticoagulant prior to insertion of the devices. The steerable guiding catheter (sgc) was advanced, and the clip delivery system (cds) was inserted. Thrombus was noted on the tip of the cds. It was noted that the venous access of the patient, was obstructed the anticoagulant was retained subcutaneously. The cds was removed and 12500 more units of anticoagulant were given. After waiting 40 minutes, the activated clotting time (act) was 400, and thrombus was still observed in the right atrium. Since the sgc was still in position, an attempt was made to aspirate the thrombus through the sgc. However, some of the thrombus remained in the right atrium. The procedure was discontinued, no clips were implanted. The decision was made to monitor the thrombus through echocardiogram and have the patient take anticoagulation medical therapy for one month. Mr remains at 4. The patient is stable. Another mitraclip procedure may be attempted in a month, but no date is scheduled yet. There was no clinically significant delay during the procedure. No additional information was provided.